Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, g1, g4, h4.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule: unable to observe as it is a medical event that is not related to the device. Additional observation: ¿ red particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan product.